Event description:
A facility reported that upon first use, the customer plugged the ul pro fused headlight cable 9ft (001388lx9) into the light source and a loud ¿pop¿ was heard. Following the pop, smoke began to rise from the cable. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The ul pro fused headlight cable 9ft (001388lx9) was returned for evaluation. Device history record (DHR): DHR shows no abnormalities related to the reported issue.    Evaluation of the returned ul pro fused headlight cable found that the headlight cable was in used condition with damage to the internal fibers due to rough handling/environmental damage. The issue of smoking could not be duplicated. This complaint may be the result of debris on the lens or use with an incompatible light source. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.